Event description:
Caller reported an error with the continuous glucose monitor, referred to as cgm error 42. It was confirmed that there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a full pump reset, and after completing the reset, the error did not reappear. The caller successfully resumed their sensor session.